Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Circular part with the bristles on keeps coming off [device breakage]. No adverse event [no adverse event]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the circular part with the bristles of the oral-b precision clean brushheads was coming off. This occurred with 3 brush heads. No symptoms developed.